Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in december 2018. When the investigation has been completed, a supplemental MDR will be submitted.

Event description:
As reported, on (B)(6) 2020, the surgeon noticed a small tear on the ventrio st mesh right out of the package. The mesh was not implanted and the surgeon proceeded with opening a new mesh. There was no reported patient injury.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of 195 units released for distribution in (B)(6) 2018. Addendum: this is an addendum to the initial MDR. This supplemental MDR is submitted to document the results of the sample evaluation. Based on sample evaluation, the reported condition of tear in mesh pocket is confirmed with an unknown root cause. The event as reported, alleges that the tear was noted as an out of box observation. A review of the manufacturing records shows all process steps were completed per manufacturing, and inspection procedures. The lot passed all required inspections at both end product and subassembly levels. Based on the sample evaluation and event as reported root cause cannot be determined. Updated fields: b4, g4, g7, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated

Event description:
As reported, on (B)(6) 2020, the surgeon noticed a small tear on the ventrio st mesh right out of the package. The mesh was not implanted and the surgeon proceeded with opening a new mesh. There was no reported patient injury.